Manufacturer narrative:
Section d4 (serial number) has been updated to unk. The sensor serial number provided by the customer (3mh0051gjgg) was deemed to be invalid upon extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that the freestyle libre sensors continues to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and a loss of consciousness, requiring treatment of glucagon by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and a loss of consciousness, requiring treatment of glucagon by an hcp. There was no report of death or permanent injury associated with this event.